Event description:
The customer reported a fluid leak of approximately 3 ml from the shear valves while troubleshooting "differential vote outs" on the lh780 instrument. The leak was contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak and replaced all tubing going to the diff mixing chamber, resolving the reported problem. Upon recur, the failure mode identified is likely to impact differential parameters. (B)(4).